Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient likely developed the thrombus shortly after implant due to challenges with anticoagulation in the setting of post-operative bleeding complications. The thrombus then likely layered out over the period of 8 to 10 months until clinically significant hemolysis became persistent. No additional information was provided.

Event description:
Additional information: it was reported that the pump exchange was performed on 17jan2019. No additional information as provided.

Manufacturer narrative:
Evaluation of the returned pump confirmed the presence of thrombus. The pump was returned assembled with the driveline cut approximately 3.5 inches from the pump housing and the distal portion was not returned. Upon disassembly, visual inspection of the pump blood-contacting surfaces revealed a tissue-like thrombus adhered to the inlet bearing cup and the inlet bearing ball. This caused the bearing ball to be pulled out of the bore of the rotor during disassembly. The tissue appeared denatured and showed laminated layering, indicating that it formed in this location over an undetermined period of time while the pump was operating. Although a specific cause for the development of the thrombus and the duration of its presence within the pump could not be conclusively determined, it could have contributed to the report of elevated ldh. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced previously reported pump thrombosis was reported under medwatch MFR report # 2916596-2018-05318. Approximate age of device ¿ 9 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was being managed clinically due to previously reported pump thrombosis. Hemolysis had improved and lactate dehydrogenase (ldh) levels had returned back to baseline; however, the patient subsequently presented with hemoglobinuria and rising ldh. The patient's clinical status worsened with increased hemolysis and a sustained increase in baseline pump power on bedside device interrogation. Log file review by the manufacturer's technical services noted a few unsustained pump power and flow elevations. The overall trending was unremarkable and the event history was normal. The patient is awaiting pump exchange surgery on an unspecified later date. No additional information was provided.